Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the whole battery went bad so the patient had it replaced along with the lead. The caller indicated they left a portion of the lead implanted that extended up to the top of the head and a new lead was placed. The caller could not provide better details about the abandoned component but was requesting MRI guidelines. No symptoms or complications were reported or anticipated.